Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s device failed and was implanted wrong. They stopped using it for their knee six months after implant. No symptoms were reported. No further complications were reported or are anticipated. The indication for use is non-malignant pain.